Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq2363 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "foreign body" after passing a PICC catheter. Catheter inserted to the left with distal end in the topography of right chambers. Large pleural effusion on the right, with restrictive atelectasis / consolidation of the entire corresponding lung parenchyma, noting cavitations in the apical / posterior segments of the upper lobe, which may correspond to pneumatoceles. A slight mediastinal shift to the left is observed. Left laminar pleural effusion. Atelectasis/consolidation on the medial aspect of the posterior basal segment of the lower lobe of the left lung. Remaining left lung parenchyma with preserved attenuation. Trachea and bronchi sources patent. Other mediastinal structures of limited evaluation in this non-contrast study. Slight edema in the chest walls. Bone framework without particularities. In a comparative study with the findings of the previous exam (dated (B)(6) 2022), we observed: significant increase in pleural effusion on the right, with greater atelectasis of the adjacent lung parenchyma and slight mediastinal shift to the left. Left laminar pleural effusion. Cavitations in the upper lobe of the right lung, which may correspond to pneumatoceles. Other findings without significant evolutionary changes. The report was reviewed on 10/19/2022, as per average request. Catheter fragment in the topography of the left ventricle. The patient was transferred to the hospital, as he had a worsening of the pulmonary involvement related to the pathology, not due to the presence of the foreign body.

Event description:
It was reported "foreign body" after passing a PICC catheter. - catheter inserted to the left with distal end in the topography of right chambers. - large pleural effusion on the right, with restrictive atelectasis / consolidation of the entire corresponding lung parenchyma, noting cavitations in the apical / posterior segments of the upper lobe, which may correspond to pneumatoceles. A slight mediastinal shift to the left is observed. - left laminar pleural effusion. - atelectasis/consolidation on the medial aspect of the posterior basal segment of the lower lobe of the left lung. - remaining left lung parenchyma with preserved attenuation. -trachea and bronchi sources patent. - other mediastinal structures of limited evaluation in this non-contrast study. - slight edema in the chest walls. - bone framework without particularities. In a comparative study with the findings of the previous exam (dated 10/11/2022), we observed: significant increase in pleural effusion on the right, with greater atelectasis of the adjacent lung parenchyma and slight mediastinal shift to the left. Left laminar pleural effusion. Cavitations in the upper lobe of the right lung, which may correspond to pneumatoceles. Other findings without significant evolutionary changes. The report was reviewed on 10/19/2022, as per average request. Catheter fragment in the topography of the left ventricle. The patient was transferred to the hospital, as he had a worsening of the pulmonary involvement related to the pathology, not due to the presence of the foreign body." Additional information received: the foreign body was detected on imaging taken after PICC insertion. Customer is unsure exactly when the catheter broke. The catheter remains in the patient. Patient continues to receive therapy through the broken catheter as it is still functioning. Patient was transferred to another facility to remove the distal catheter tip (foreign body) but has not yet been removed. Patient is receiving frequent radiographic imaging to monitor the distal catheter fragment. Patient presents without symptoms or complications and the the distal catheter fragment does not appear to be causing damage. Catheter is secured with a statlock. Additional information received 12/16/2022: it was reported customer reported the child was unstable, therefore, in agreement with the medical team, they decided not to remove the fragment from the catheter. Catheter at that moment was adhered to the cardiac muscle close to the ventricle. The child was discharged this week and is being monitored by the medical team. Additional information received 01/24/2023: "the fragments could not be removed, as they were attached to a part of the heart muscle and the doctors decided not to remove them and follow up."

Event description:
It was reported "foreign body" after passing a PICC catheter. Catheter inserted to the left with distal end in the topography of right chambers. Large pleural effusion on the right, with restrictive atelectasis/consolidation of the entire corresponding lung parenchyma, noting cavitations in the apical/posterior segments of the upper lobe, which may correspond to pneumatoceles. A slight mediastinal shift to the left is observed. Left laminar pleural effusion. Atelectasis/consolidation on the medial aspect of the posterior basal segment of the lower lobe of the left lung. Remaining left lung parenchyma with preserved attenuation. Trachea and bronchi sources patent. Other mediastinal structures of limited evaluation in this non-contrast study. Slight edema in the chest walls. Bone framework without particularities. In a comparative study with the findings of the previous exam (dated on (B)(6) 2022), we observed: significant increase in pleural effusion on the right, with greater atelectasis of the adjacent lung parenchyma and slight mediastinal shift to the left. Left laminar pleural effusion. Cavitations in the upper lobe of the right lung, which may correspond to pneumatoceles. Other findings without significant evolutionary changes. The report was reviewed on 10/19/2022, as per average request. Catheter fragment in the topography of the left ventricle. The patient was transferred to the hospital, as he had a worsening of the pulmonary involvement related to the pathology, not due to the presence of the foreign body." Additional information received: the foreign body was detected on imaging taken after PICC insertion. Customer is unsure exactly when the catheter broke. The catheter remains in the patient. Patient continues to receive therapy through the broken catheter as it is still functioning. Patient was transferred to another facility to remove the distal catheter tip (foreign body) but has not yet been removed. Patient is receiving frequent radiographic imaging to monitor the distal catheter fragment. Patient presents without symptoms or complications and the distal catheter fragment does not appear to be causing damage. Catheter is secured with a statlock. Additional information received on 12/16/2022: it was reported customer reported the child was unstable, therefore, in agreement with the medical team, they decided not to remove the fragment from the catheter. Catheter at that moment was adhered to the cardiac muscle close to the ventricle. The child was discharged this week and is being monitored by the medical team. Additional information received on 01/24/2023: "the fragments could not be removed, as they were attached to a part of the heart muscle and the doctors decided not to remove them and follow up."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed. The products returned for evaluation were one 4 fr dual lumen powerpicc sv catheter and one segment of a tls stylet. The returned stylet was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed deformation of the stylet tubing at magnet edge(s). Microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Kinking of the surrounding stylet tubing, located at magnet interface(s). Broken magnets within the stylet tubing, near the break site(s). This additional stylet kinking resulted in a general curl in a similar direction. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "foreign body" after passing a PICC catheter. - catheter inserted to the left with distal end in the topography of right chambers. - large pleural effusion on the right, with restrictive atelectasis / consolidation of the entire corresponding lung parenchyma, noting cavitations in the apical / posterior segments of the upper lobe, which may correspond to pneumatoceles. A slight mediastinal shift to the left is observed. - left laminar pleural effusion. - atelectasis/consolidation on the medial aspect of the posterior basal segment of the lower lobe of the left lung. - remaining left lung parenchyma with preserved attenuation. -trachea and bronchi sources patent. - other mediastinal structures of limited evaluation in this non-contrast study. - slight edema in the chest walls. - bone framework without particularities. In a comparative study with the findings of the previous exam (dated (B)(6) 2022), we observed: significant increase in pleural effusion on the right, with greater atelectasis of the adjacent lung parenchyma and slight mediastinal shift to the left. Left laminar pleural effusion. Cavitations in the upper lobe of the right lung, which may correspond to pneumatoceles. Other findings without significant evolutionary changes. The report was reviewed on (B)(6) 2022, as per average request. Catheter fragment in the topography of the left ventricle. The patient was transferred to the hospital, as he had a worsening of the pulmonary involvement related to the pathology, not due to the presence of the foreign body." Additional information received: the foreign body was detected on imaging taken after PICC insertion. Customer is unsure exactly when the catheter broke. The catheter remains in the patient. Patient continues to receive therapy through the broken catheter as it is still functioning. Patient was transferred to another facility to remove the distal catheter tip (foreign body) but has not yet been removed. Patient is receiving frequent radiographic imaging to monitor the distal catheter fragment. Patient presents without symptoms or complications and the the distal catheter fragment does not appear to be causing damage. Catheter is secured with a statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter damage/embolism was confirmed; however, the root cause was not identified. The product returned for evaluation was three radiographic images depicting a patient torso and two photographs depicting two guidewire tips. A radiopaque object consistent with a catheter was visible in two of the radiographic images. A non-continuous fragment of radiopaque material was visible in both images. A circle was drawn around the object in one of the images. One of the guidewires visible in both photograph exhibited permanent bends within the plastic-coated region. The second guidewire appeared to have been included as a reference. The two radiographic images which were reported to have been taken following catheter insertion did appear to depict a segment of radiopaque material consistent with a section of catheter shaft; however, inspection of the images was insufficient to determine the cause of catheter damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and tensile failure. The guidewire deformation suggested that advancement against resistance may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "foreign body" after passing a PICC catheter. Catheter inserted to the left with distal end in the topography of right chambers. Large pleural effusion on the right, with restrictive atelectasis / consolidation of the entire corresponding lung parenchyma, noting cavitations in the apical / posterior segments of the upper lobe, which may correspond to pneumatoceles. A slight mediastinal shift to the left is observed. Left laminar pleural effusion. Atelectasis/consolidation on the medial aspect of the posterior basal segment of the lower lobe of the left lung. Remaining left lung parenchyma with preserved attenuation. Trachea and bronchi sources patent. Other mediastinal structures of limited evaluation in this noncontrast study. Slight edema in the chest walls. Bone framework without particularities. In a comparative study with the findings of the previous exam (dated 10/11/2022), we observed: significant increase in pleural effusion on the right, with greater atelectasis of the adjacent lung parenchyma and slight mediastinal shift to the left. Left laminar pleural effusion. Cavitations in the upper lobe of the right lung, which may correspond to pneumatoceles. Other findings without significant evolutionary changes. The report was reviewed on 10/19/2022, as per average request. Catheter fragment in the topography of the left ventricle. The patient was transferred to the hospital, as he had a worsening of the pulmonary involvement related to the pathology, not due to the presence of the foreign body." Additional information received: the foreign body was detected on imaging taken after PICC insertion. Customer is unsure exactly when the catheter broke. The catheter remains in the patient. Patient continues to receive therapy through the broken catheter as it is still functioning. Patient was transferred to another facility to remove the distal catheter tip (foreign body) but has not yet been removed. Patient is receiving frequent radiographic imaging to monitor the distal catheter fragment. Patient presents without symptoms or complications and the distal catheter fragment does not appear to be causing damage. Catheter is secured with a statlock. Additional information received 12/16/2022: it was reported customer reported the child was unstable, therefore, in agreement with the medical team, they decided not to remove the fragment from the catheter. Catheter at that moment was adhered to the cardiac muscle close to the ventricle. The child was discharged this week and is being monitored by the medical team.